Event description:
Additional information received from the patient stated the doctor was contacted on (B)(6) 2021. The patient indicated that the shocking sensation was not related to device or therapy. The stimulation was too high. They lowered the number. The device works fine now that it has been lowed. The device was not removed. The patient reported issues were resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2gbyv, implanted: (B)(6) 2021, product type: lead. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they needed guidance on how to adjust their stimulation. The patient stated they were doing okay initially after surgery and now they were not doing okay. The patient stated they were feeling a shocking sensation "in their, on the side of their front."  The patient turned down the stimulation and stated they were able to get the shocking to stop prior to calling the manufacturer company. The patient stated they do have gastroparesis (not alleged to be related to the device/therapy,) and they were not sure if that could be the cause of their shocking. The patient stated they felt confused about how to adjust their stimulation and they were not sure what the usual number that anyone else put their stimulation at. Patient services reviewed therapy expectations with the patient and how to adjust stimulation. The patient mentioned other medical symptoms from their surgery including: itchiness, tenderness, and a bump over their lead incision site. The patient was redirected to their healthcare provider to further address the issue, to ask post-surgical medical questions and to talk further about stimulation programming.